Manufacturer narrative:
The received device had the cannula assembly deployed and returned an 0x33 alarm. The device had a high pulse width and drive stall during the priming sequences, although it cannot be determined if this affected the needle mechanism; a root cause for the late deployment could not be determined. The pod was connected to the master pdm and a 5 unit test bolus was delivered without issues. Inspection of the device found no issues with the needle mechanism components. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Instead it deployed late after the pod was removed.